Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a system implant on (B)(6) 2016. On (B)(6) 2016, the patient deceased while admitted to the hospital. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.

Manufacturer narrative:
Correction: death date should be (B)(6) 2016.

Event description:
New information reported stated that the patient had been diagnosed with infective endocarditis and was being treated with antibiotics since (B)(6) 2016. The patient underwent the pacemaker implant on (B)(6) 2016 and was moved to a recovery room. The family was advised the patient would have to continue taking the antibiotics and was planned for discharge. The patient was later found in the bathroom unconscious where resuscitation efforts were performed and was taken to the ICU. On (B)(6)2016 the patient was declared deceased. The reported causes of death were: sudden cardiac arrest, aortic valve replacement, permanent pacemaker implantation and aortic aneurysm aortoplasty.